Event description:
It was reported that the patient presented to the clinic after a syncopal episode. The device was oversensing external noise on the ventricular channel. The device had previously been programmed to unipolar ring sensing at 2 mv. The clinician programmed the device to bipolar at 1 mv assuring a 2:1 safety margin.

Event description:
No information was received with the reported pulse generator.